Event description:
Reporter stated that in 1993, she was implanted with saline breast implants which were thought to be relatively safe as long as they did not rupture. About 10 years after implant, she experienced a lot of pain. In 2012 she started having itchy and painful rashes all over her chest and back. Her dermatologist prescribed an ointment which she used with no relief. Her blood sugar dropped to as low as 40 mg/dl, she got shaky and had to carry a glucometer even though she was diagnosed as not diabetic or pre-diabetic. Reporter experienced seizures all the time, in her car, in her home, everywhere. Reporter contacted several doctors and wanted the implants removed, but they all refused to take them out because of so many symptoms. In 2016, she developed allergies to food colors and chemicals. She felt like she was dying. She finally found a plastic surgeon who could do the explants under local anesthesia, so she had them removed. There was no mold growing in the implants. Reporter now has no more seizures, no pain, normalised blood sugar. Reporter has been diagnosed with colon cancer and doubtful if the implants are also responsible for the new diagnosis. She is currently undergoing treatment for cancer.